Event description:
Reported by the complainant as follows: two pieces of aquacel rope, each 5cm (2 inches) were left in a deep wound cavity. It was discovered during an operation on (B)(6) 2011. The complainant assumes that it had probably ripped during a previous removal. Unk how long the pieces were left in the wound. Directly before removal of the two remaining pieces of aquacel the wound was not infected, but did not show any sign of healing, either. The exudate was serious. There was surgical removal of the material and open wound treatment afterwards. Continuative surgical intervention could not be carried out due to stagnation of the wound healing. The original surgery took place in (B)(6) 2010 in a hospital in (B)(6). The wound was a result of the 1st surgical procedure at the public area/lesser pelvis. For a while after surgery the dressing was changed in the hospital. Later it was changed by a nursing service (chosen by the pt) at home. The wound was monitored weekly by the hospital. The event is deemed serious as it requires medical intervention (wound care by a physician) and it delays a f/u surgery until an unforeseeable time in the future. From a clinical perspective, causal relationship between the dressing and this event is deemed possible because part of it was removed from the wound which was explored due to non-healing. It was apparently left in the wound between dressing changes. This issue does not constitute a risk to the safety of the public at large.

Manufacturer narrative:
Reported to the FDA on 06/30/2011.